Event description:
It was reported that the patient received a vibratory notification for non-sustained right ventricular oversensing due to intermittent undersensing. The device was reprogrammed. Patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.